Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively, and the explanted ipg was discarded by the facility. Additional information was received that the ipg was replaced as precautionary measure as electrocautery was used when the pocket was opened in a lead revision procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively, and the explanted ipg was discarded by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.